Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed a barometer sensor range error in the device event log. When a barometer range test fails 150 consecutive times, the ventilator uses the default barometric pressure of 686.0 mmhg (approximately 900 m/2953 ft above sea level). The rse advised the bme that the manufacturer recommendation is to verify pressure and replace data acquisition (da) printed circuit board assembly (pcba). The rse provided the bme the part details for customer order. The bme further evaluated the device and reported the ribbon cable between the data acquisition (da) printed circuit board assembly (pcba) and motor control (mc) pcb was found to not be fully seated. The bme properly seated the ribbon cable and retested the device. The device was confirmed as operational. No further issues were found. The device returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from customer biomed reporting an error message occurred on the v60 ventilator rendering it inoperative. The device was in clinical use for patient transport. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed a barometer sensor range error in the device event log. When a barometer range test fails 150 consecutive times, the ventilator uses the default barometric pressure of 686.0 mmhg (approximately 900 m/2953 ft above sea level). The rse advised the bme that the manufacturer recommendation is to verify pressure and replace data acquisition (da) printed circuit board assembly (pcba). The rse provided the bme the part details for customer order. The investigation is ongoing.